Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error alarm. The customer¿s blood glucose level was unknown. The customer reported that the battery compartment had fluid. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with critical pump error and multiple pump error 54 alarms confirmed in history file due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unit received with cracked battery tube threads.